Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under a separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure. The sheath size was 7f. Reportedly, the suture was missing the link and the suture did not come out when the plunger was pulled back in step 3. The issue occurred with three proglide devices. Hemostasis was achieved using manual compression. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to achieve hemostasis cannot be replicated as it is based on circumstances of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6- medical device problem code 1142/failure to cycle was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the sheath size was 7f. Reportedly, the suture was missing the link and the suture did not come out when the plunger was pulled back in step 3. This issue occurred with two proglide devices. The suture of a third proglide device was successfully deployed and the knot was successfully advanced; however, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. No additional information was provided.